Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2400 mcg/ml at a dose of 960 mcg/day via an implantable pump. It was reported that the patient reported that at his last refill a month or so ago, the expected reservoir volume was different than the expected amount on the clinician programmer. The patient was not sure of exact volumes. The pump was replaced and during replacement surgery, the hcp was able to aspirate at the catheter access port (cap) without any issues, and drew back 1 ml from the catheter. When the scrub tech removed drug from the pump, the volume matched very closely with what was expected. Actual was 27.8 ml and expected volume was 28.7. The patient denied any recent unusual symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. Actions/interventions taken included the pump being replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.